Event description:
It was reported by the customer that a bd pyxis medstation es system cubie not detected on communication bus. The customer added that they were able to source meds from a different location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that cubie was not detected on the communication bus. A field service engineer removed all pockets from the drawer, cleaned the row boards and reseated the row board connectors, configured all cube pockets in the drawer under the storage space configuration settings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie not detected on communication bus. A field service engineer removed all pockets from the drawer, reseated all of the row board connectors and placed all the cubie pockets under the storage space configuration setting in the drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie not detected on communication bus. The customer added that they were able to source meds from a different location. There were no adverse events or injuries reported based on this event.